Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient (pt) initially contacted tech support on 06/13, reporting that the sensor¿s wiring appeared to be sticking out, although it was still providing readings. She was advised to monitor the situation and call back if the sensor failed. On 06/14, the pt experienced a cgm inaccuracy which led to an emergency room (ER) visit. A similar incident occurred on (B)(6) , where the sensor failed immediately. Pt noted that the copper wire of the sensor was not inserted into the skin but was instead protruding from the g7 device. During the 06/13 call, pt also reported bleeding and wire looping through the sensor hole. She was advised that if the sensor continued to provide readings, she could keep it on but should call back if issues persisted. That night, the cgm showed 40 mg/dl, prompting pt to consume soda and return to bed. At 3 am, she woke up feeling nauseous, dizzy, and with a severe headache. A fingerstick test revealed a blood glucose level of 567 mg/dl. Pt contacted the ER, where she was treated with 2 bags of saline solution and IV medication. Her blood glucose was monitored every 2 hours. She was discharged around 6 am, with her bg at 320 mg/dl. Pt confirmed she was using her tandem insulin pump throughout the incident and that her sensor began providing accurate readings after the intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.